Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stenting procedure in the bile duct, performed on (B)(6), 2010. According to the complainant, the stent failed to deploy during the procedure. The physician stated that there were was nothing irregular noted during the procedure. The stent and the guidewire were removed together, and the procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed a reportable event based on the investigation results; guide catheter broke and device stuck on wire.

Manufacturer narrative:
Visual inspection of this device revealed a slight bend in the working length of the push catheter. The suture hole on the push catheter was slightly torn. The suture and the stent were still loaded on the push catheter. The suture that connects the stent to the distal end of the push catheter was twisted. The suture was cut in order to gain access to the guide catheter, and the guide catheter was removed. The guide catheter was torn into two pieces (dividing into proximal and distal remnants). The proximal remnant was kinked, stretched and frozen on the guide wire. The distal remnant of the guide catheter was stretched at one end and a suture impression was observed on the other end. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.